Event description:
Philips received a complaint about the v60 ventilator indicating that there was a battery fault alarm. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that upon review of the device's diagnostic report (drpt), a check vent: battery failed alarm was confirmed to have been logged. The customer informed the rse that the manufacturing date of the backup battery was 13oct2015. The rse provided the customer with part information for the backup battery to order a replacement. The investigation is ongoing.

Manufacturer narrative:
The customer confirmed that the replacement backup battery had been received at the customer site and was successfully installed. Following the part replacement, the customer completed a full check, and the device was confirmed to be functioning properly. The device was returned to use.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer, it was clarified that the device was not in use on a patient when the issue was observed. The device was just being prepared for use. The customer also confirmed that a replacement backup battery has been ordered. Repair of the device is still pending.